Event description:
It was reported that the neurostimulator may have been flipping in the pocket. It was also noted that the lead was broken at the connection site. It was noted that a revision was done and a new neurostimulator and lead was used. The patient reported symptom of less than 50% therapy relief. The patient status was reported as alive with ¿no injury¿. It was later reported 6 days later that the device was returned and the patient was programmed well with new lead. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cttn, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the tined lead with lot # va0cttn revealed outer body insulation twisted at the proximal end. All conductor wires were broken due to overstress/damaged. The proximal end of the lead not functionally tested .visual exam only. (B)(4)